Event description:
It was reported that the patient was not receiving adequate pain relief and had increased lower extremity muscle spasm. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.